Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number (B)(4), ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4), ((B)(4)).

Event description:
It was reported that a cadd medication cassette with flow stop was involved in an oxynorm overinfusion incident. The infusion was programmed for 6 days but was observed that the cassette (100ml) was empty and infused into the patient after 48 hours. Troubleshooting involved testing the infusion system without patient involvement and showed that the system infused 3 times more than the programmed volume. The infusion system was tested with different cassettes and it was noted that the problem stopped. The cassette involved in the incident was retested without patient involvement and the observed incident did not occur again. Intravenous narcan was adminstered to decrease the oxynorm overinfusion effects. No permanent injury was reported. See MFR: 3012307300-2016-00361

Manufacturer narrative:
One used cadd¿ medication cassette with flow stop was returned for investigation; the luer cap and blue clip were not returned. The sample was received inside a plastic bag without the original packaging. Visual inspection was performed at a distance of 12" to 16" and under normal conditions of illumination. Initial examination found that the cassette was marked with a number two in the housing and evidence of water was found in the plastic bag the device was returned in. Further examination of the sample found no occlusions or kinked tubing and the bag within the device was properly placed. During functional testing, the returned sample was attached to a cadd® legacy plus pump and a deliver accuracy test was conducted. Testing found that the sample passed delivery accuracy and no alarms were observed during the flow of the fluid. Additionally, the height of the arch of the pump tube of the returned sample was measured and was found to be within specification. The manufacturing facility performed a review of the relevant documents. The review showed that the relevant documents were correct and adequate with respect to testing and inspection activities. The manufacturing facility then performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures: this included review included the bag loading operation, the housing assembly operation, and the bonding operation. The manufacturing facility also performed an in-process visual inspection of (B)(4) products that were in the assembly area: the inspection found no discrepancies. Three samples were then underwent deliver accuracy testing. No alarms were detected during the test and there were no discrepancies with the volume of fluid delivered. Investigation was unable to confirm the reported event and found that the returned sample operated as intended.

Manufacturer narrative:
Corrected information: device evaluation in progress.

Event description:
It was further reported that the device was in use starting on (B)(6) 2016 and the reported event was observed on (B)(6) 2016. Additionally it was reported that the device was programmed at a rate of 0.1 ml/h with an allowed bolus rate of 0.25ml.